Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus trueview ii telescope had distal end damage noted. According to the initial reporter, this damage was discovered during a scope audit and had no procedural or patient information related.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit¿s distal end tip was found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.